Event description:
It was reported that the wire became separated. The 50-70% target lesion was located in the mildly - non torutous and moderately calcified tibial artery. A peripheral rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the .014 portion of the wire became separated from .009 portion. The wire and tip were removed intact through rubicon catheter and no portion of the wire embolized to the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the returned guidewire had the spring tip bent/kink and stretched. Microscopic inspection revealed that after a high magnification inspection, it was found that the spring tip was bent/kink and stretched. Also, a portion of 0.08 inch was not returned. Dimensional inspection of the device that could be measured were performed and revealed that the outer diameter (od) of the distal, medium and proximal section of the device were within specification. However, the overall length was inconclusive.

Event description:
It was reported that the wire became separated. The 50-70% target lesion was located in the mildly - non torutous and moderately calcified tibial artery. A peripheral rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the .014 portion of the wire became separated from .009 portion. The wire and tip were removed intact through rubicon catheter and no portion of the wire embolized to the patient. The procedure was completed with a different device. No patient complications were reported.